Event description:
Reportable based on analysis completed on 22-jan-2015. It was reported that shaft kink occurred.   The target lesion was located in the left circumflex (lcx) artery. A 4.00mm x 24mm liberté¿ bare metal stent was selected to treat the lesion but the shaft of the device was kinked.  The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Date of birth: 1962. (B)(4). Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). There was blood in the wire lumen the balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were numerous hypotube kinks. The hypotube was separated 22cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no damage noted to the tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).